Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise. No additional adverse patient effects were reported. This report reflects info receiving by FDA in the form of a notification per 803.22 (b)(2).